Manufacturer narrative:
E1: initial reporter facility name - (B)(6). The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscopic inspection showed that the guidewire exit port was damaged, but the distal section of the tip was in good condition. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter and the guidewire got stuck together, making it impossible to move the catheter separately. The guidewire used was a non-bsc device. The procedure was completed with another of same device. The patient condition following the procedure was stable. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left circumflex artery; the device was pulled, and the catheter and guidewire did not have to be removed as one unit.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter and the guidewire got stuck together, making it impossible to move the catheter separately. The guidewire used was a non-bsc device. The procedure was completed with another of same device. The patient condition following the procedure was stable.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter and the guidewire got stuck together, making it impossible to move the catheter separately. The guidewire used was a non-bsc device. The procedure was completed with another of same device. The patient condition following the procedure was stable. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left circumflex artery; the device was pulled, and the catheter and guidewire did not have to be removed as one unit.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.